Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high shock impedance measurements of greater than 200 ohms. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service.